Event description:
It was reported that during central processing, the maryland bipolar forceps tip was split/broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified on (B)(6) 2023. The damage observed was a wire exposed due to damaged insulation. There was no loss of cautery associated with the reported incident, nor were there any signs of thermal damage at the site of insulation damage. The issue was not reported during the robotic prostatectomy and the case was completed as scheduled. The item was found to be defective at the time of processing. The procedure was completed robotically. There was no injury to the patient. When asked if there was any evidence of the instrument jaw/hinge being dislodged the reported stated that there was, and it was detected at the time of reprocessing. There were no tips broken off. The instrument was inspected prior to use. The instrument did not collide with any other tools during the procedure. It was reported that this incident did not involve a fragment falling inside the patient's anatomy. There was no procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, vertical misalignment of the grips. There was a 0.374¿ offset at the tips. The instrument was found to have a broken bipolar yaw pulley. The yaw pulley was broken at the bent grip. The broken piece is not missing as result of breakage. Additionally, the instrument was found to have thermal damage on the yaw pulley near the grip cables. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument passed electric continuity test on 3 of 3 attempts. The instrument failed to delivered energy on 4 of 5 attempts. On one attempt, it smoked briefly and then gave an error message of "short detected." The complaint was confirmed by failure analysis. .